Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the mildly tortuous mid left anterior descending (lad) artery. The 2.75 x 15 mm xience pro stent delivery system was advanced but met resistance due to the patients anatomy. The stent delivery system was further pushed to attempt to advance the device and the shaft separated. The device failed to cross the target lesion and the separation occurred outside the anatomy so it was easily removed. Another same size xience pro was used to successfully complete the procedure and timi flow iii was achieved. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The product and the PMA# listed are based on the predicate device (xience v) and is therefore similar to a device sold in the us.